Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the device displayed the end of service (eos) message and it is unknown if the device depleted prematurely. Patient lost therapy. As a result, surgical intervention was undertaken wherein the ipg was explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
The event of an ipg replacement was reported to abbott. The patient¿s ipg was at its end of life. The patient experienced a loss of therapy. The procedure took place (B)(6) 2023. There were no complications. The results of the investigation are inconclusive since neither the device nor logs were returned for analysis. Based on the documents reviewed, the cause of the reported incident could not be conclusively determined.